Event description:
The micro oscillating saw was sent in for eval because it was running with the safety on during a procedure. The procedure was completed with a readily available alternate device; no adverse consequence was associated with the event.